Manufacturer narrative:
B5 - corrected "unknown reasons" to "dislodgement." H6 - corrected insufficient information to 2923 device dislodged or dislocated.

Event description:
Related manufacturing reference number: 2017865-2023-51768. Related manufacturing reference number: 2017865-2023-51769. It was reported that the patient presented for a upgrade procedure and lead revision. The right ventricular lead was capped and replaced due to dislodgement on (B)(6) 2023. The next day it was noted that the left ventricular lead exhibited high capture threshold. The lead was explanted and replaced. During the placement of the new left ventricular lead, it was noted the new lead also exhibited high capture threshold. The new lead was removed and replaced with a competitor lead. There were no patient consequences.

Event description:
Related manufacturing reference number: 2017865-2023-51768 related manufacturing reference number: 2017865-2023-51769 it was reported that the patient presented for a upgrade procedure and lead revision. The right ventricular lead was capped and replaced for unknown reasons on (B)(6) 2023. The next day it was noted that the left ventricular lead exhibited high capture threshold. The lead was explanted and replaced. During the placement of the new left ventricular lead, it was noted the new lead also exhibited high capture threshold. The new lead was removed and replaced with a competitor lead. There were no patient consequences.